Event description:
The customer reported that the fiber cap detached inside the pt at 62,301 joules. It was reported that the fiber cap was retrieved with graspers and that the prostate gland and bladder were flushed with saline afterwards to further cleanse the area. The physician completed the case with a resectoscope. It was reported that there was no pt injury.

Manufacturer narrative:
(B)(4).